Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Product analysis did not confirm a device malfunction nor the reported allegation of "erosion". The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to one cylinder eroded distally. Only the cylinder was removed. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The cylinder eroded due to poor patient tissue.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to one cylinder eroded distally. Only the cylinder was removed. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The cylinder eroded due to poor patient tissue.